Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a roux-en-y procedure, oozing occurred although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.